Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.

Event description:
It was reported that during routine check, it was discovered that the compressor was not working properly. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. Our service engineer was not able to reproduce the problem on site but replaced and returned the compressor standby valve as a precaution. Received device logs confirmed the reported issue one day before the reported date of event. Ventilator alarms for low air supply pressure and high 02 concentration were generated. Resistance measurement conducted on the returned standby valve was according to specification. The standby valve was installed in a reference compressor which was connected to a ventilator. The compressor started to correctly deliver air when wall air was disconnected from the compressor and went to standby when wall air was reconnected again. Pre-use checks performed before and after ventilation tests were successful. Compressor driven simulated use tests of ventilation ran for one day without any deficiencies noted. Our conclusion in this matter is that the returned standby valve functioned according to its specification during the investigation. The cause for the reported issue cannot be determined as a result of this investigation.